Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 150 mg/dl at the time of call. The customer stated that they treated her high blood glucose with manual injections. The customer stated that she was admitted as an inpatient for medical treatment. The time of the hospitalization was 3:11pm and the date of the hospitalization was (B)(6) 2015. The customer stated that she found small air bubbles along the tubing length. The customer stated that there was an irritation. The customer stated that the drive support cap appeared normal. The customer performed high pressure test and the insulin pump alarmed no delivery. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. Troubleshooting did not find any issue with the insulin pump. The insulin pump will not be returned for analysis.